Event description:
A malfunction was reported on the customer's pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support assisted the customer in resetting the pump, but the malfunction code recurred. Consequently, a replacement pump was sent, and the customer was instructed to return the original pump within ten days to avoid charges. The customer was also provided guidance on programming the new pump settings and connecting their continuous glucose monitor (cgm) to the replacement pump. The customer will use multiple daily injections (mdi) as a backup.